Event description:
Reference manufacturing report number: 1627487-2019-08174. Reference manufacturing report number: 1627487-2019-08175.

Event description:
Reference manufacturing report number: 1627487-2019-08174. Reference manufacturing report number: 1627487-2019-08175. Additional information obtained via follow up indicated that the patient's system was explanted due to discomfort (described as pain) at the ipg site.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference manufacturing report number: 1627487-2019-08174. Reference manufacturing report number: 1627487-2019-08175. It was reported that the patient experienced inadequate stimulation with their scs system. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted.